Event description:
She has an air mattress to prevent pressure ulcers. This particular air mattress is named the air pro 4200. This air mattress includes a power pack that must be attached to either the foot or head of the bed. The hooks to the power pack are metal and sharp. These hooks caused a laceration to her head which required 14 staples to close her wound and an overnight visit to the hosp. The manufacturer recommendations do not specify placement the hooks to be at the foot of the bed as this would prevent head injury. Of course, foot injury is another issue. Dates of use: two days in 2007. Diagnosis or reason for use: to prevent bedsores.